Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that in 2018 their bladder dropped so the doctor went in to put the bladder back in to position, but then talked the caller in to implanting in a interstim device. Since the device was implanted, it has "bothered" them and has "hurt." There was no point in getting the device because they take pills that are trying to make then urinate, but the device is trying to stop them from urinating so they would just like it removed. Every time they went to the doctor's office, the doctor would try to stimulate the nerve again with the device even though the caller does not wish to use the device any longer. No other information was provided. The circumstances that led to the reported issue were unknown.

Event description:
Additional information was received from the patient. They reported that they went to their doctor for a bladder clog problem. They operated and it was fine. Then the doctor said once you wake up 3 to 5 times a night lets put in the device with no explanation on it - it shocked me! Another operation, didn't like it, went back several times! Told her it hurt me! Received another healthcare professional info, called him, received an appointment right away - saw him in 15 minutes, scheduled an operation and am doing just fine. Asked him after operation about it hurting as much and he said the doctor put it in wrong and it malfunctioned. Glad it's out and after all that time. The issue was confirmed resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.